Event description:
Event was determined to be reportable based on analysis approved on 4/29/2008: it was reported that prior to a percutaneous coronary interventional (pci) procedure, a shaft kink was noted upon unpacking the maverick2 monorail 15mm x 2.0mm balloon catheter. The device had no contact with the pt. The procedure was completed successfully with another of the same device. Analysis revealed broken hypotube.

Manufacturer narrative:
The device was received in two sections as a result of a break in the hypotube at approx 69.7cm distal to the strain relief. Both sections of the hypotube were kinked at various locations along their lengths. A microscopic examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. A detailed examination of the balloon and tip sections of the device found no issues with their profiles. The break and kinks that were present in the returned device is consistent with excessive forces having been applied to the device through some form of device mishandling. The actual packaging that was used for this device was not received for analysis. A review of the mfg records for this batch shows that the device met its material, assembly and product specs at the time of its release to distribution. The most probable root cause of the shaft break can be attributed to handling damage.